Event description:
It was reported that at the very last stage and the last screw, of a tps procedure using posterior fixation, the screw extender tip appeared misaligned and did not hold the screw in position during that final reduction phase. Another instrument was used. The bone quality of this patient was so poor upon completion as assessed via the x-ray fluroscopy, that an open procedure using cement augmentation was decided upon, and apppeared to give a satisfactory outcome.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device found that one leg of the inner sleeve is bent outward. This deformation is moving the connection lug outwards, so that the instrument in assembled position is not able to retain a bone screw head. The edge at the top of the implant head capture is deformed due to a hard contact with another metal item. The inner sleeve was found damaged at the level of the connection with a bone screw head. No defect was found at the level of the damages. One leg of the inner sleeve has been bent outward, consistent with the application of high level lateral loads while the external extender was already partially reduced. The origin of the lateral load may come from one of the following configurations: the sleeve was not fixed correctly to the head of the bone screw. The arms of the sleeve would not be parallel preventing from a good sliding of the extender resulting in lateral loads against the sleeve. The rod is pinched between the sleeve and the extender during the reduction, resulting in lateral loads against the sleeve.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.